Manufacturer narrative:
A visual assessment of the returned device was performed and found the device in its original, unopened/sealed, and labeled pouch. No issues were identified with the packaging. The device was removed from the packaging and found no residue present on the device. The prongs were present and attached. A functional evaluation was performed. When the handle was actuated, the prongs would extend and retract without issue. The evaluation concluded that the condition of the returned device was not consistent with complaint that the grasper was detached/separated. The device was received in the original, unopened/sealed, and labeled pouch. The prongs were present and attached. Therefore, the most probable root cause for the customer complaint was not confirmed. A review of the device history record (DHR)revealed no issues related to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03539 for the first tricep and manufacturer report# 3005099803-2015-03540 for the second tricep. It was reported to boston scientific corporation that a tricep was used in a ureteroscopy procedure. According to the complainant, during unpacking, it was observed that the prongs of the tricep&#10263;ere detached. Another tricep was unpacked and noted the same issue. The procedure was completed with another tricep. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-03539 for the first tricep¿ and manufacturer report# 3005099803-2015-03540 for the second tricep¿. It was reported to boston scientific corporation that a tricep¿ was used in a ureteroscopy procedure. According to the complainant, during unpacking, it was observed that the prongs of the tricep¿ were detached. Another tricep¿ was unpacked and noted the same issue. The procedure was completed with another tricep¿. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.